Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that the erbe shows constant u-02 pointing to an internal communication error when activating monopolar. The bipolar energy was not used for this procedure. The erbe was restarted prior to call and was connected to a dedicated, well grounded power outlet. The customer was using an external iesu. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the operation was stopped. The technician was on-site and hence, replaced the device.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electro surgical unit (iesu) for failure analysis investigation. The unit was analyzed and during (power-on test), the (u-02) error was found, confirming the fault occurred in the field. The complaint was confirmed based on failure analysis. The probable root cause of the error u-02 attributed to a loose cable connection on the syscheckmaster or a faulty cable on the syscheckmaster in the iesu.

Event description:
Refer to h11 for follow-up information.